Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported that the lead was broken. If additional information is received, a supplemental report will be sent. The indications for use include other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that when the broken lead was reported, the wrong terminology was used. There was no lead break.